Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual evaluation of the device showed the device was returned with the blue cannula on the needle assembly. The t1, t2, suture were not returned. The variable depth straw has been trimmed. The actuator is deployed to the dimple. There is bio debris in the needle. A functional evaluation showed the actuator worked as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the t1 implant of the ultra fast-fix was fired, the t2 implant deployed simultaneously. T1 was stuck with the inserter, t2 did not go through the meniscus and it was removed by the pituitary rongeur tip. The procedure was finished with a smith and nephew back up device. No delay or further complications were reported.